Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery, or verify motor error alarm test due to a33 alarm. The motor passed the motor test. The insulin pump was received with normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, stained end cap sticker, stained address serial number label, stained keypad overlay and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump stopped working. Customer stated the insulin pump alarmed compromised force sensor system. Customer stated they are unable to exit the preparing to prime loop. Customer stated the rewind message occurred after an alarm/alert. Advised customer to disconnect from the insulin pump. The customer stated the drive support cap is sticking out. The customer stated she treated with bolus after lunch. The alarm occurred when trying to bolus. The customer's blood glucose was 277mg/dl. Advised to discontinue the use of the insulin pump and revert to back up plan. The customer's mother agreed to return insulin pump.